Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 120 mg/dl and sensor glucose was 230 mg/dl, blood glucose level 90 mg/dl and sensor glucose level 40 mg/dl and 232 mg/dl blood glucose level and 106 mg/dl sensor glucose level. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.